Manufacturer narrative:
The manufacture number used in this report (2031642-2023-00195) reflects the old manufacture number, this correction is to update the record to the new manufacture number.

Manufacturer narrative:
H10: the reported phenomenon was confirmed and the unit was collected for evaluation. In spite of not having been manipulated, the adjusting arrow button/the navigation-ring on the window screen for changing the settings value(s), which was supposed to be set in the middle of the screen, kept on changing. A manufacturer's product support engineer (pse) evaluated the device and confirmed the following: the setting change screen was entered when the issue occurred; the problem repeated; the jumping value accept and change therapy occurred without pressing a button; the ventilator output/delivered therapy changed without user input; and the user was able to change the value, accept, and cancel per the touchscreen. Cleaning information was not provided. The pse confirmed that the navigation ring reacted either intermittently or differently to the operation input. The pse determined the cause was malfunction of navigation ring. The front bezel where the navigation ring was originally installed was replaced then the issue was resolved. No other abnormality was confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11:updated contact information, contact office entity, and manufacturing site.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that the value(s) moved on their own on the settings screen. The device was not in clinical use, at the time the issue was discovered. There was no patient or user harm reported.